Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted after investigation.

Event description:
As reported: as reported: at the end of a tavi procedure under ultrasound guided puncture, the manta device was used to close the femoral artery. After closure with the device. The puncture site was controlled with x-ray and contrast injection with a syringe. Closure seemed to be successful. After that an angiogram with contrast provided by the pump revealed severe leakage and bleeding. After manual compression did not solve the problem, the puncture site was finally closed with a covered stent.

Manufacturer narrative:
The actual devices were not available for return. Vascular solutions received unused units from the account for two complaints. The quantity received were 3 for lot mn2201439. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, an 18f ce manta was deployed for closure in the right common femoral artery (cfa). Access was obtained by ultrasound. Procedural requirements according to the IFU indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery; do not puncture the posterior wall of the artery. The arteriotomy was greater than 6mm, mild calcification, no calcification present at access site. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, closure appeared to be successful and was controlled with x-ray and contrast injection. A post-angiogram revealed severe leakage and bleeding. Manual pressure was unsuccessful in attempting hemostasis, and the physician chose to deploy a covered stent. Due to insufficient information regarding the initial and deployment procedures, where the severe leakage and bleeding were located, patient conditions and environment, and no angiograms or return device submitted for investigative purposes the root cause for why the manta implant was not effective in creating hemostasis is inconclusive. The IFU lists precaution if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Complications leading to bleeding possibly requiring surgical repair and/or endovascular intervention are listed in the IFU as possible adverse events related to vascular closure devices. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: late arterial bleeding.